Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was noted during a vt episode. Further information was requested but not yet available. The patient experienced no adverse health consequences.

Event description:
Additional information received indicating the issue was resolved by reprogramming the device.